Event description:
On (B)(6) 2003, the pt was implanted with two gore excluder bifurcated endoprostheses. On (B)(6) 2012, the pt was implanted with four gore excluder aaa endoprostheses.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.